Event description:
The customer reported that the left monitor went dark in between cases. They rebooted the system to clear the issue.

Manufacturer narrative:
This MDR is related to ge healthcare complaint.